Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified, heavily tortuous and 90% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported mechanical jam in the thumbslide and the reported activation failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the reported stretched stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous superficial femoral artery that is 90% stenosed. Pre-dilatation was performed and the 6.5x40mm supera self-expanding stent system (sess) was advanced. During stent deployment, resistance was noted with the thumb slide and stent elongation occurred during placement. It was noted that the lesion did not expand as well as expected during pre-dilatation. The supera sess was removed, and plain old balloon angioplasty was performed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.